Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A field service engineer (fse) assisted the pharmacy user in recovering failed storage spaces, after which the user confirmed no further onsite support was required. The system functioned as intended after field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie failed in drawer 6. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.